Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed. Visual inspection on helix did not find any anomaly, and measurements on helix were within manufacturing specification, additionally device docking button diameter is within specification of manufacturing tolerance. Further analysis performed, indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, immediately after fixating the leadless pacemaker, it dislodged. The device was confirmed to have migrated to the right atrium via x-ray imaging. The device was retrieved, and a new one was implanted. The patient condition was stable.